Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. No information has been provided on if a delay occurred due to the reported issue. Per e-mail communication the report ¿defective electrode¿ did not result in any injury to the patient. Since no patient injuries are being reported, no further clinical/medical assessment is warranted at this time. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection of the device revealed that there was a small plastic fixture attached to the end of the wand's suction line. The electrodes showed minimal erosion and some discoloration around the spacer. The data was extracted which revealed that the wand was activated and at some point, experienced a "multiple button pressed notification" error. The device connected to a known good controller, which revealed that the device performed as intended. The error was not present. The complaint was not confirmed as the device performed as intended. Factors, which may have contributed to the complaint event include: 1) multiple buttons may have be pressed simultaneously, thus resulting in the error. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the werewolf wand electrode was defective and the it was working on its own. It is unknown if there was a delay. A competitor device was used to complete the procedure. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.